Event description:
Customer reported a no delivery alarm on his insulin pump. His last infusion set change was yesterday. Customer's blood glucose is 268 mg/dl. Customer was outside running around. Insulin exited the tubing during a fixed prime. The cannula was not bent. Customer reconnected the tubing to the quick release and ran a fixed prime. The device alarmed no delivery. Customer was advised the site may have been occluded. The infusions sets are being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).